Event description:
It was reported to boston scientific corporation in 2006 that a hydra jagwire device was used during an unknown procedure on a (patient age, gender and weight unknown). According to the bsc representative, the hydra jagwire began to peel at the locking connector. No additional information was available from the customer.

Manufacturer narrative:
A visual examination of the returned device revealed that the sheath was corrugated at approximately 98 cm from the tip and the core wire was exposed at about 111 cm. There were no observed anomalies that could have cause or contributed to the failure and the outside diameter met the manufacturer's specifications, in the areas where they were no sheath damage. Based on the evaluation, the root caused of the reported event is unknown.